Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. The patient saw insulin leaking. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and the site appeared to be swollen. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received deployed. No damages or defects were observed that would result in the soft cannula dislodging or contribute to swelling at the infusion site. Although the investigation found no evidence of any damage, the causes of the reported dislodged cannula and infusion site events could not be determined. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.